Event description:
A report was received that the patient was experiencing pain at the battery site. Upon physician examination, the ipg appeared to have migrated. It was also reported that the ipg was non-functioning due to the number of years it had been used. The patient will undergo an ipg replacement and relocation.

Event description:
A report was received that the patient was experiencing pain at the battery site. Upon physician examination, the ipg appeared to have migrated. It was also reported that the ipg was non-functioning due to the number of years it had been used. The patient will undergo an ipg replacement and relocation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. The patient was reportedly doing well post operatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the ipg will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.